Event description:
The user facility reported that they put in 5uf of a cancer drug in the involved needle. Applied pressure and pushed the medicine out, the medicine seeps out from the syringe gasket. The event occurred pre-treatment. The patient was not injured, medical or surgical intervention was not required. Chemotherapy drug exposure due to leakage puts healthcare at risk.

Manufacturer narrative:
A1: patient identifier: requested, not available. A2: age & date of birth: requested, not available. A3: patient sex: requested, not available. A4: weight: requested, not available. A5: ethnicity: requested, not available. A6: race: requested, not available. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. E3: occupation: sales. One (1) piece of the actual sample was returned. The actual samples were confirmed to be contaminated with the chemotherapy drugs therefore the evaluation conducted was only limited to visual inspection due to the risk of exposure to chemo drugs. The sample was confirmed to be free of any damages or molding-related defects that could lead to the complaint. The retention samples were visually inspected and confirmed to be free of any damages or molding-related defects that could lead to the complaint. The samples were subjected to liquid leakage at the syringe plunger stopper under compression to ensure that no leakage of water past the plunger stopper or seal. All samples met the required specifications. A total of one (3) complaint were received from the previous two fiscal years to the present for the same issue where the cause was not identified as related to our product or manufacturing process. The root cause of the complaint is not related to our product or process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. The actual samples reveal no problems that could contribute to the reported complaint. We have an inspection system in place that can detect and automatically remove faulty engagement (between ig and plunger) and a peeled injection gasket. Only products in good condition are supplied to the next process. We also conduct routine inspections to ensure the quality of our products. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.